Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the image intensifier ribbon cable had been damaged, the cable and the circuit board were replaced. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had problems in the auto kv mode and the images on the left monitor was grainy and of poor resolution. There was no adverse pt involvement reported. There was no pt info reported.